Event description:
It was reported that the implantable cardiac monitor (icm) came out of the patient's body when they turned over quickly in bed. The icm was replaced. No patient complications have been reported as a result of this event.